Event description:
It was reported that the pump touch screen was shattered and unresponsive. There was no reported impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.